Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer intermittently experienced cartridge fit issues with the pump. During troubleshooting, tandem technical support confirmed that the customer was able to successfully load a new cartridge and resume insulin therapy. Customer's blood glucose level was between 65-70 mg/dl.